Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 49mg/dl and 400mg/dl, with confusion, and unsteadiness when standing and walking, associated with an alleged site/set/cartridge issue. Reportedly the patient remained on the pump. The alleged blood glucose was high due to alleged air bubbles in the cartridge. They then self-treated with insulin via injection, and food and /or drink. The patient subsequently experienced a low blood glucose due to an over delivery of insulin via injection. During troubleshooting with customer technical support, it was revealed the cartridge plunger was pulled back too far, and the cartridge was filled to over 200 units. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.